Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time.

Event description:
It was reported that the clinician was unable to deflate the balloon on the first day of use. The inflation syringe was removed from the gate valve. Eventually, the balloon deflated and the catheter was removed. There were no patient complications reported.